Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Medical records were provided and reviewed. Medical record review states that the patient underwent port implantation. Approximately, nine months and three weeks later, streptococcus dysgalactiae and gram-positive cocci/pairs and chains was noted. On the same day, computed tomography of abdomen and pelvis without contrast was performed as the patient had clinical history of sepsis. After four days, removal of subcutaneous port was planned due to sepsis. Therefore, it can be confirmed that the patient experienced sepsis and bacterial infection. Furthermore, the clinical condition alleged in the complaint can be confirmed. Based upon available information, the definitive root cause could not be determined. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that nine months and twenty-three days post a port implantation via the right subclavian vein, the patient allegedly developed with sepsis and bacterial infection as a result of the defective infected port. Reportedly, the infected port was removed from the patient. The current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that approximately nine months and twenty-three days post a port implantation, the patient developed sepsis and bacterial infection. The device was removed from the patient. The current status of the patient was unknown.